Manufacturer narrative:
H6: a device deficiency was not identified, and the root cause of the reported event could not be determined due to the limited clinical information provided. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the IFU addresses that the patient must be willing/able to restrict activities during the healing period. The patient reportedly did not follow the doctor¿s advice and resumed basketball sometime after the 4-month checkup which resulted in a re-injury/additional procedure. Based on the information provided, a device malperformance is not supported. The current patient status is unknown as the requested clinical documentation was reportedly unavailable. Based on the limited information provided we are unable to conclude on factors known to contribute to the alleged report. As of this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, four months after a left knee anterior cruciate ligament reconstruction on (B)(6) 2023 using biosure pk 8 x 25mm screws, on the post-operative review, it was concluded that the patient recovered well, with magnetic resonance imaging suggesting that the ligament was healing well. However, the patient did not follow the doctor's advice and sprained his left knee again when playing basketball on his own. The patient was hospitalized again on (B)(6) 2024 for arthroscopic surgery. It is unknown the outcome of the patient.